Manufacturer narrative:
The device is non-PMA approved. Additional, changed, and/or corrected data: a3, a4, a5, a6, b5, d1, d4, h1, h6.

Event description:
Additional information reported the affected device is xen63 gel stent.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.the event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen® gts "had difficulty placing the implant because it cannot be easily pushed out of the applicator" in unknown eye.